Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had received insulin flow block alarm. Troubleshooting was performed and found that the insulin flow block was due to set or reservoir connection issue. Customer had been suggested to replace the infusion set and reservoir. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 02/03/2024 22:00:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/03/2024 22:05:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/03/2024 22:06:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/03/2024 22:08:59.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/04/2024 00:30:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/04/2024 09:30:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/04/2024 09:35:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/04/2024 09:40:28.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/04/2024 09:40:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/04/2024 09:46:52.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/04/2024 16:40:47.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/07/2024 05:08:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/07/2024 05:13:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/07/2024 05:18:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/07/2024 05:23:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/07/2024 05:28:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/07/2024 05:33:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/07/2024 05:34:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/07/2024 05:46:46.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/07/2024 14:33:31.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/07/2024 14:38:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 12:49:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 12:52:21.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 14:45:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 15:28:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 15:38:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 15:43:31.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 15:56:38.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. 02/08/2024 16:38:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/08/2024 16:48:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 16:53:19.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 16:58:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 17:03:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 17:08:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 17:13:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 17:18:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 17:25:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/08/2024 17:28:12.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/08/2024 17:33:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/08/2024 17:38:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/08/2024 17:43:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 17:45:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 17:48:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 18:06:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. 02/08/2024 18:18:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 18:23:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 18:28:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 18:33:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 18:38:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/08/2024 19:31:46.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 08-feb-2024 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 02/04/2024 19:43:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: 02/04/2024 20:01:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was recorded and found in the formatted history file on: 02/02/2024 16:07:21.000 insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. The test p-cap and reservoir locked properly into reservoir compartment. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.